Event description:
The consumer reported that the implantable neurostimulator (ins) was acting up after the patient had an incident with lightning the morning of (B)(6) 2016; the patient was upstairs, heard a pop, and all the lights went off. It was further reported that the ins had been off for months, but the patient felt like the ins was turning on and off on its own on (B)(6) 2016. When it felt like stimulation was on, the patient was getting stimulation in the foot; this was considered a sudden change in therapy/symptoms. It was noted that the sensation of stimulation turning on and off was still happening during the time of report. The patient did not confirm the ins status with the patient programmer while she felt the sensation of stimulation turning on and off; the patient did not have the patient programmer with her during the time of report. It was also reported that the patient was unable to charge the ins on (B)(6) 2016, and the ins was last charged about 6 weeks prior to (B)(6) 2016. Best practices for recharging were reviewed and a recharge session was attempted; the patient saw the "reposition antenna" screen on the implantable neurostimulator recharger (insr). Repositioning the antenna did not resolve the issue. It unknown whether the patient was able to communicate with another external device as the patient programmer was not available. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.